Event description:
The rn supervisor reported via telephone. The doctor recorded in the patient's chart that the tip of the #15 blade broke where it attached to the scalpel handle during an open rhinoplasty with septoplasty, bilateral inferior turbinate infracture and mucosal coagulation. He was unable to locate/remove the one broken piece. An x-ray showed the piece of blade in the patient's stomach. It was removed via endoscopy without incident. There was no injury to the patient.

Manufacturer narrative:
This MDR was previously submitted on 09/28/2009 under #1221336-2009-00004 ((B) (6) facility) in error. It is being re-issued using the correct facility number at this time - miltex. The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. The investigators report that the root cause is undetermined. Possible manufacturing problem, but most likely too much pressure applied causing the blade to break. Product not returned.